Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was replaced due to normal battery depletion. The ipg was returned to the manufacturer, analyzed, and tested out of specification. No patient complication have been reported as a result of this event.